Event description:
It was initially reported, the patient experienced unwanted stimulation in her vaginal area and she had pain at her implant site when stimulation was on and off. The patient met with a manufacturer representative and it was confirmed that patient's device was off and she was experiencing the unwanted sensations. It was noted, the patient's implant site did not appear to have the presence of an infection, redness, or swelling and all impedance measurements were within normal range. It was also noted there were no known accidents or incidents related to the event. Other than the unwanted sensation the therapy was working well for the patient's symptoms. Additional information received approximately 6 months later reported, the cause of the event was unknown but was likely due to the patient's lead. A CT scan was performed in (B)(6) 2012 and the results were noted to be "unremarkable." The patient's lead was explanted (B)(6) 2012. It was reported, the patient had experienced pain at her pelvis, near her implantable neurostimulator (ins) site, and along her leg to big toe. It was noted, the patient had chronic pain and anxiety issues and had requested narcotics before and after her ins was implanted. The patient did not require hospitalization. Patient outcome was reported as serious injury/illness and it was noted to be an ongoing event.

Manufacturer narrative:
Product ID, 3093-28 lot# v650831, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).